Event description:
A doctor's office alleged that six (6) patients had experienced a darkening of their teeth upon the removal of temporary restorations which had been placed using the tempspan transparent product. This is the third of six (6) reports.

Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not provided. The doctor cleaned the patient's tooth with pumice before cementing the permanent restoration. To date, the patient is doing fine. The product was not returned; therefore, a retained sample from the same lot was evaluated, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.